Event description:
Customer called to report that the unicel dxc 600i synchron access clinical system generated one erroneously high glucose cup module result. Customer stated that although the result was reported outside the laboratory, it was later amended and that patient treatment was not affected. Customer faxed the patient data to a quality assurance specialist at beckman coulter, inc. There was no indication for a root cause for the reaction noise issue or the generation of an erroneous result that customer complained of. The customer technical specialist (cts) called customer on the following day to follow up on the issue. Customer expressed concerns regarding the reaction rate of the instrument as being too high. Through further investigation of the issue, it was determined that the failure mode of the instrument appears to be a user error. The operator of the instrument misinterpreted the instrument flag reaction rate, and reported a result of less than 1100 milligrams per deciliter (mg/dl). The result was later amended to 440 mg/dl after proper sample dilution. Customer declined onsite service and confirmed that the error was due to a training issue with a newly hired laboratory technician who did not understand the result suppression and the reaction rate high message displayed by the instrument. Customer stated that action has been taken to resolve the issue and verified with the cts that the instrument is performing properly. Customer has not called back to report any further issues.

Manufacturer narrative:
The instrument's failure mode and the erroneous result were evaluated via telephone and proservice. Customer confirmed that the error was due to a the newly hired laboratory technician's misinterpretation of instrument messages. Therefore, user error appears to have caused, or at least contributed to, the instrument error. (B)(4).